Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The device history record is not required for this reported event. A labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when sterile water was injected during the indwelling procedure, it leaked from the syringe connection and could not be injected. Per follow up information received via ibc on 09aug2023, one device was used on the patient and 8 devices were unopened.